Event description:
The patient reported the charger will not communicate with the ipg. It has been over a month since the device was recharged. Troubleshooting was attempted to no avail. The patient programmer displayed a communication error. Follow-up identified the patient will make contact with the sjm representative once she is seen by the physician.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.